Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead 2012 (B)(6); (B)(4) implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that one month after implant, the patient developed tricuspid endocarditis and septic shock. The organism was identified as staphylococcus aureus. The implantable cardioverter defibrillator (ICD) and two leads were removed. The patient was enrolled in the painfree (B)(6) study. No further patient complications have been reported as a result of this event.